Event description:
During a laparoscopic assisted vaginal hysterectomy the jaws were misaligning on the tsw35. The rep was also told the device was not firing properly. A 2nd tsw35 was opened. The nurse told him this device left 2 staples in the middle of the row of staples that did not engage into tissue. The hosp's rep was notified to follow up when she returns. There was no consequence to the pt.